Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the air/water cylinder had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: no nonconformance were found related to this complaint. No further escalation is required. This complaint allegation has been previously investigated through the product technical investigation (pti) process. No further investigation is required. See coding table for the pti reference number for the malfunction. The most probable cause of the identified failure was traced to failure to follow instructions. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.